Event description:
The customer's mother reported that her son "had high bg's" (no specific readings were provided) and "went into dka" as a result, he was hospitalized "due to his diabetes." She "did not say that the product [omnipod system] was the issue"; no specific failure mode was cited. No information was provided as to the treatment received in the hospital or his length of stay. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation- we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. No specific failure mode was noted in the report. Based on the information provided and in the absence of a device evaluation, we cannot confirm that a pod malfunction was a contributing factor to the customer's high bg levels. No conclusion can be drawn. No pod lot number was provided- a review of lot qualification records was therefore unable to be performed.